Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a check settings alarm. The blood glucose reading was 387 mg/dl and customer stated that the reading was high due to being off of the insulin pump. Customer was assisted in saving the settings. Nothing further was reported.